Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer's biomed called the olymps technical assistance center (tac) and reported the issue. Biomed was unable to duplicate the issue when using a different scope. Also, there was no issue when biomed took the suspected scope to connect another tower. Later, biomed checked the error log and indicated that an e105 lamp error came up when this phenomenon occurred. Tac advised that the unit should be sent in for repairs. The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. The e105 error was not duplicated. However, the device evaluation found a damaged front panel, and the led module was recommended to be replaced. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the video system center lamp did not come on. The device generated a message to contact olympus when the user tried to initiate a white balance. No error code was provided. The issue was found during preparation for use. There were no reports of patient harm.